Event description:
It was reported that the port was in place for approx one yr, when the physician noticed that the port was not infusing well. It was determined that the port was leaking and it was decided to remove it. During removal the catheter separated and a portion was retrieved by an interventional radiologist. There was no add'l complications.